Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d10 for information inadvertently left out of previous report. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the event was due to conduction failure caused by fluid invasion on the scope connector, stain on electrical contacts of the connector, damage of the image sensor unit, or the like. However, we could not specify cause of the event. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use - warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. - warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination." 3.8 inspection of the endoscopic system - "inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal." 5.1 troubleshooting - "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. - also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: there was no angulation when the control lever was turned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchovideoscope had a broken wire. The issue was found during a therapeutic bronchoscopy procedure. The procedure was delayed by 5 to 10 minutes and the patient was not under general anesthesia. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following was found: the image disappeared during angulation in the up/down direction due to shortcut of the charged coupled device cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.